Event description:
Report received from (B)(6) stating that the attachment was "deformed and difficult to attach the cutting burr". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplement report will be sent. (B)(4).